Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, diarrhea, and vomiting. The cause of peritonitis was unknown. The patient was hospitalized for the event. Treatment for the event was unknown. Action taken with pd therapy was unknown. At the time of this report, the patient remained hospitalized. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was discharged from the hospital. Pd therapy was discontinued, the pd catheter was removed and patient was transferred to hemodialysis treatment. Should additional relevant information become available, a supplemental report will be submitted.